Event description:
As reported, during a tap (transurethral lithotripsy-assisted percutaneous nephrolithotomy), an ngage nitinol stone extractor would not open at the target site. The device was replaced with a new same type device to complete the procedure. A section of the device did not remain inside the patient. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer (person) - street: (B)(6). PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during a tap (transurethral lithotripsy-assisted percutaneous nephrolithotomy), an ngage nitinol stone extractor would not open at the target site. The device was replaced with a new same type device to complete the procedure. A section of the device did not remain inside the patient. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned in open packaging with no labeling. The basket was in the closed position. The yellow support sheath was separated. The mlla [male luer lock adapter] was tight. The collet knob was tight. A functional test determined the handle did not actuate basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps important: excessive force could damage device. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The yellow support sheath was separated, preventing the motion of the handle from opening the basket. The cause for the damage is unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.